Event description:
The customer reported that the alarm tone is intermittent. The sensor was tested with another alarm, but the results remain the same. There ws no patient incident or injury reported.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received. (B)(4).